Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 190 mg/dl to 82 mg/dl and 146 mg/dl to 82 mg/dl. No controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.